Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the circumflex artery (cx). The physician advanced a 3.50 x 24 mm taxus express2 drug eluting stent, however, the taxus stent was unable to cross the lesion. Upon removal the taxus stent appeared bent. The procedure was successfully completed with another 3.50 x 24 mm taxus stent. No pt complications were reported. The pt status is reported as 'satisfactory/good'.